Event description:
A caller reported a malfunction on their insulin pump. There was no confirmation regarding the impact on the customer¿s blood glucose level, as the caller declined to answer whether it exceeded 500 mg/dl. Technical support assisted the caller in resetting the pump, but the same malfunction code recurred, prompting technical support to arrange for a replacement pump. The customer was instructed to use multiple daily injections (mdi) as a backup therapy, put the pump into storage mode, and return it with a pre-paid label.